Event description:
On january 27, 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy which led to an early sensor removal. No injury or medical intervention was reported.

Manufacturer narrative:
The user reported differences between the bgm and the cgm. The case was escalated to next level support for additional review. The customer reported experiencing issues with glucose suspension alerts and out-of-range low glucose alerts. The customer was advised to continue using the system and entering calibrations as requested. Level 3 support reviewed the system and noted some variation in sensor values. It was recommended that the customer allow the system a few more days to adjust and continue entering calibrations. The customer mentioned that they had stopped injecting insulin in the same arm where the sensor was inserted, which seemed to resolve the issues.

Manufacturer narrative:
B5. Describe event or problem corrected. B4. Date of this report 25 april 2025. G3. Date received by the manufacturer? 25 april 2025. H6. Type of investigation updated to 4112. H6. Investigation conclusions updated to 4315.

Event description:
On january 27, 2025,senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements.no injury or medical intervention was reported.